Event description:
The customer reported the device displayed an error 1000. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported the device displayed an error 1000. There was no reported adverse patient impact. The customer evaluated the device and confirmed the failure by reviewing the log. The device was evaluated at philips and the symptom could not be duplicated. The power and control pca's were replaced as proactive preventive maintenance. The device passed all performance assurances tests and was returned to the customer. We cannot determine the cause of the reported issue as the symptom could not be duplicated.